Event description:
Medafor became aware of a possible adverse event on (B)(6) 2014. The report was communicated by a sales representative located in (B)(6). As reported: after operation with arista the pt had an ileus. A re-operation was performed removing the arista clot. Patient feels well now.

Manufacturer narrative:
On (B)(6) 2014, the pt underwent a robot-assisted radical prostatectomy in which 5 grams of arista ah was placed in a thick layer within the abdomen. The surgeon did not irrigate the excess arista ah away as directed in the instructions for use for the product. On (B)(6) 2014, the pt required re-operation due to a mechanical bowel obstruction (ileus). During the second operation the surgeon removed the "arista clot). The pt is no longer symptomatic. The instructions for use state that excess arista ah must be irrigated away. In this case, the surgeon did not irrigate the excess product away. The user error most likely caused the "arista clot" to form. No other similar reports have been received to date. If additional info becomes available, a supplemental report will be submitted.